Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 350 mg/dl (aviva system 1) and 160 mg/dl (aviva system 2). No adverse event reported. Requested return of suspect device and strips,and replacement and controls were sent.